Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) looked at the module during preventative maintenance (pm) at the user facility, the temperature module would not turn on or perform its start-up cycle.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "?" Mark on the perfusion system's temperature module. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.